Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml exactamix eva tpn bags had leaked from the weld of the spike port. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.